Event description:
Litigation alleges pain, stiffness, discomfort, locking, weakness and elevated metal ion levels.

Manufacturer narrative:
(B)(4). Update rec'd 2/4/2016: litigation papers received. Dor was provided. The stem and taper sleeve will be added to the complaint.this complaint was updated on: 2/5/2016.(B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 2/4/2016: litigation papers received. Dor was provided. The stem and taper sleeve will be added to the complaint.this complaint was updated on: 2/5/2016.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.(B)(4).

Event description:
Update 2/4/16 medical records received. Ppd and sticker sheet reviewed for MDR reportability. Part/lot updated. The complaint was updated on: feb 25, 2016.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.